Event description:
5fu administered by continuous infusion using baxter pump. Braun's backcheck valve was attached to huber needle through posiflow cap. Pt reported leaking around braun backcheck valve. Pt removed valve from IV tubing and infusion continued with no further problems. This occurred on 2 occasions (one week apart) with valves from the same lot number.